Event description:
Caller reported an alarm 26 due to an occlusion issue, which caused the customer's blood glucose to exceed 500 mg/dl, displaying as "high" on the cgm. No specific corrective actions were initially taken by the customer, nor was third-party assistance required. Customer changed pump supplies to address the issue.